Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 181 mg/dl. The customer does not recall any significant events leading to the alarm. The customer was not dropped or bumped. The customer was advise that the insulin pump will need to be replaced. The patient was advised to disconnect from the insulin pump and revert to back up plan as per health care provider.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.